Manufacturer narrative:
Our field service engineer was on site and investigated the reported issue. No logs provided for our further evaluation. The reported issue was solved by cleaning the expiratory cassette. It is very important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there is dirt particles on the valve membrane it may not seal the membrane seat correctly.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high airway pressure. There was no patient harm. Manufacturer's ref #: (B)(4).